Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 450 mg/dl. Customer stated he felt a little nauseous but besides that he feels fine. Customer does not recall any previous significant event that may have caused and device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer stated every time the device finished rewinding it alarmed. Customer was advised to discontinue use of the device and revert to back up plan. Customer treated for high blood glucose. No further info reported.